Event description:
The customer reported that the ventilator was autocycling while in use on a patient. The customer reported he did know if the ventilator alarmed, but did report there was no patient harm. The respironics service technician verified the event and reported that the ventilator failed testing at high levels of peep.

Manufacturer narrative:
The respironics service technician was able to duplicate the reported problem. The service technician replaced the 3 section solenoid. Extended self testing (est) and performance verification testing was completed on the ventilator, and all tests passed per operating specifications. Failure analysis of the 3 station solenoid verified the reported problem was due to a non-operational exhalation autozero solenoid valve.